Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. The device did not meet specs for all pressure-flow and p reimplantation testing. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the physician believed that the delta valve did not have proper flow.